Event description:
It was reported that during implant, the threshold increased after connecting to the ICD. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: it was reported that the atrial capture threshold was high compared to the merlin psa. Upon receipt visual inspection of the device revealed that there was a big hole in the atrial septum plug. It is believed that some of the output energy leaked out from the hole in the septum plug, which caused a higher capture threshold value from the device than the merlin psa.